Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient did an office visit with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod fell off the infusion site (arm). The patient treated themselves by removing the pod and giving themselves insulin by injections. The patient was released the same day. The pod was worn when seeking medical attention.